Event description:
It was reported that there was high impedance on the rv lead, which began to increase in 2007, and elevated thresholds. It was also reported that the patient stated she began to have more fainting in 2008, and she developed atypical chest pain. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment returned and analyzed.